Event description:
Motor stalls were reported. A motor stall occurred on (B)(6) 2012 and recovered on (B)(6)2012, the second motor stall occurred on (B)(6) 2012 and had not recovered. Alarm was heard and confirmed by telemetry due to stall with the message stopped pump may exceed tube set. Patient experienced withdrawal on (B)(6) 2012 and went to the emergency room. Patient felts as if the legs were on fire. Healthcare provider (hcp) managed the symptoms, but the next day morning patient had severe withdrawal symptoms. It was indicated that patient was taking oral meds to supplement. The pump replacement was scheduled for friday i.e. (B)(6) 2012, the manufacturer's device registration showed that the pump was replaced on the set date. Drugs delivered via the device were morphine and bupivacaine. A follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
Catheter: model: 8711, lot#: j11374r44, implanted: (B)(6) 2003, explanted: unk.

Manufacturer narrative:
Analysis of the pump motor revealed gear train anomaly; corrosion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced increased pain and received no relief from the drug rate increase. It was noted there was no injury. The patient recovered without sequela.